Manufacturer narrative:
This report is filed july 31, 2013.

Event description:
Per the clinic, the patient experienced pain with device use. The device was explanted (B)(6) 2013. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).